Event description:
Reporter stated that patient obtained a blood glucose result of 594 mg/dl on the suspect device. Reporter indicated that patient washed his hands and immediately retested blood glucose, using the suspect device, with a result of 197 mg/dl. No patient injury was reported and no treatment was received. A level-one quality control test was performed on the suspect product and the result was within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.